Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, moderate tortuosity of the descending aorta around thoracic diaphragm level was observed. Percutaneous puncture access was obtained via the left femoral approach. A 16 fr. Esheath was smoothly inserted. A commander delivery system with a 29 mm sapien 3 valve was inserted and valve alignment was performed. Resistance was encountered during pullback of the balloon shaft but the balloon shaft could be pulled up to the warning marker. The balloon shaft was locked and the fine adjustment wheel was rotated. Some contrast was observed in the balloon of the nose cone side and a balloon rupture was suspected. The balloon was aspirated by an atrion inflator device and blood back flow was observed. The delivery system was attempted to be removed into the esheath but was not coaxial with the esheath. The heart team thought that the catheter of delivery system was curved due to too much tension of the outer catheter during valve alignment; the fine adjustment wheel was rotated clockwise and the balloon shaft was un-locked, and the tension and curve were then released. The edge of valve was withdrawn into the esheath but the tip of esheath was ¿cracked¿. The heart team judged that farther withdrawal of the delivery system would be risky. The esheath and delivery system were slowly withdrawn as a unit, but only the esheath was removed at the puncture site but the delivery system remained. The delivery system was attempted to be withdrawn with mild more force and resistance was felt. Considering of vascular injury, the access site was surgically opened and the delivery system was successfully removed. The access site in the common femoral artery was repaired. The removed first delivery system was inspected and a pine hole was confirmed at the connection of the balloon and shaft.

Manufacturer narrative:
The device was returned for evaluation. The commander delivery system was returned after being used. The delivery system was inserted through the sheath with the valve still crimped on the inflation balloon. Visual inspection was performed and observed the following:  as light bend on balloon shaft due to returned packaging, severe compression on flex shaft, ~1.25" from flex tip, minor gouges on flex tip, the valve was still crimped on the inflation balloon, and a pinhole nearly distal portion of crimp balloon.  Dimensional inspection of the balloon was performed. The crimp balloon double wall thickness was measured, as a measurement below specification could be indicative of a manufacturing non-conformance and contribute to the observed pinhole. The crimp balloon double wall thickness was found to be within specification. Functional testing was performed and the balloon shaft was able to be pulled to valve alignment position and locked. The fine adjust knob was rotated to its full travel. The balloon shaft was then unlocked and the flex shaft was able to be retracted with no abnormalities or high forces observed. Therefore, the complaint for ¿delivery system ¿ balloon shaft resistance with flex shaft¿ is unable to be confirmed. The complaints for ¿balloon ¿ leakage¿ and ¿delivery system ¿ withdrawal difficulty valve through sheath¿ were confirmed visually and no functional testing was required. A device history review (DHR) was performed on work orders relate to the manufacturing of the device and any components that could potentially contribute to the complaint. The work orders revealed no issues that may have contributed to the complaint event. A lot history review was performed and revealed no other complaint relating to ¿delivery system - balloon shaft resistance with flex shaft¿ and ¿delivery system - withdrawal difficulty - valve, through sheath¿ and one (1) other complaint for ¿balloon- leakage¿. A review of the complaint history from november 2017 to october 2018 revealed other returned complaints for to ¿delivery system- balloon shaft resistance with flex shaft¿, ¿balloon- leakage¿, ¿delivery system-withdrawal difficulty- valve, through sheath¿ for all commander delivery system sizes and models. A review of complaint history revealed that the occurrence rate did not exceed the october 2018 control limits for the trend category, ¿balloon shaft resistance with flex shaft¿, ¿leakage¿, and (¿withdrawal difficulty¿). No instructions for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and product verification testing support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaints ¿balloon- leakage¿, ¿delivery system-withdrawal difficulty- valve, through sheath¿ were confirmed via condition of returned device while the complaint for ¿delivery system ¿ balloon shaft resistance with flex shaft¿ was unable to be confirmed. No potential manufacturing non-conformance were identified. A review of manufacturing mitigation supported that the sheath and delivery system have proper inspections in place to detect issues related to the reported event. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified.  Per the reported information there was moderate tortuosity which may have resulted non-coaxial alignment of the valve against the flex tip during valve alignment. Performing valve alignment at intortuous patient anatomy can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. If the thv is unseated, it can result in higher than usual valve alignment forces, starting from pulling the balloon shaft to the valve alignment marker (as reported) through fine adjustment. The flex tip gouges observed on the returned device are indicative of valve diving and high alignment forces. The integrity of the crimp balloon could have been compromised during device manipulation during alignment and possible interaction with the anatomy (i.e. Reported mild calcification) resulting in a pinhole. Subsequently, it would be difficulty to maintain coaxiality of the valve, delivery system, and sheath during retrieval. As mentioned in the reported information ¿the delivery system was attempted to be removed into the esheath but was not coaxial with esheath¿.  The valve must be centered on the flex tip before retrieving the thv and delivery system. If the valve caught onto the distal tip of the esheath, it is possible that the valve was not centered. In addition, the crimped thv profile on the inflation balloon is larger than that of the crimped thv on the crimp balloon. In this case, the valve was already over the inflation balloon during retrieval, which would also contribute to the observed withdrawal difficulty. A definite root cause was unable to be determined at this time, but it is possible that patient/procedural factors contributed to the reported events. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, fmea assessments are not required. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified during evaluation, no preventative or corrective actions are required. Since no product non-conformance was identified during evaluation and the occurrence rate did no exceed the complaint control limits, a product risk assessment escalation is not required. Delivery system- balloon shaft resistance with flex shaft the complaint ¿delivery system - balloon shaft resistance with flex shaft¿ was unable to be confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that patient factors (tortuosity) contributed to the reported events. Review of complaint history revealed that the occurrence rate does not exceed monthly control limits for this trend category. Therefore, no corrective or preventative action is required. Balloon- leakage / delivery system-withdrawal difficulty- valve, through sheath. The complaints ¿balloon- leakage¿, ¿delivery system-withdrawal difficulty- valve, through sheath¿ were confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that patient factors (tortuosity/calcification) contributed to the reported events. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.